Event description:
It was reported that the patient was experiencing inadequate stimulation and was having significant charge burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week from the date manufacturer became aware of the event.